Event description:
The customer reported the tip of the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing, service found the bending section cover was ruptured, and the bending section skeleton was damaged. This report is being submitted for the malfunctions found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it is likely the bending tube section was broken due to excessive force being applied to the bending section. However, a definitive root cause could not be determined. The user can properly detect the event by handling the device in accordance with the following statement in the device's instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ there is a possibility that the user can reduce/prevent occurrence of the event by handling device in accordance with the following IFU statement: "do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ further evaluation of the device found the rubber adhesive was cracked, and a leak was observed in the adhesive rubber. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.